Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with many motor errors and a motor position encoder error. The patient's blood glucose at the time of incident was 8.4 mmol/l. Troubleshooting was initiated; the customer attempted to set the reservoir but received another motor error. It was also confirmed that the motor position encoder error deleted all of the insulin pump's settings. The caller is unaware of how the insulin pump malfunctions came to be, and confirmed that there was no magnetic field exposure to the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. We were unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, and self-test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.